Event description:
It was reported by a customer on (B)(6) 2011 in the middle of the procedure an error 172 occurred. Per the customer, error 172 was able to be cleared. The procedure was completed. No pt injury was reported.